Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 550cc being used in a primary breast augmentation was found to have a defective seal on the primary packaging prior to the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On march 6, 2020, mentor completed evaluation of the device. Device evaluation summary: the package was not returned, only the implant with lot number 9356046. Therefore, the complaint could not be confirmed and it is not possible to determine a root cause of such damage. During visual evaluation of the device, no apparent damage was observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).